Manufacturer narrative:
G4: 20jan2020. B4: (B)(6) 2020. The field service engineer (fse) evaluated the ventilator and confirmed the reported problem. The fse replaced the touchscreen and the problem was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6) 2019. 19dec2019.

Event description:
The customer reported that the touchscreen was not working. There was no patient involvement.